Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician implanted a 50cm slim tip trial lead for permanent use. The physician was informed by the field representative that the lead in question was for temporary use during a trial period; however the physician elected to implant the lead for permanent use.